Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. The patient was using an omnipod 5 insulin pump in close loop. According to the patient, on (B)(6) 2026, while flying to new york, before takeoff, her cgm showed approximately 150 mg/dl. Upon arriving at the airport, her last recorded cgm value was 120 mg/dl. About an hour later, the cgm displayed 74¿79 mg/dl, and she experienced shakiness and tingling sensation. No bg values were specified for this time. Shortly afterward, her cgm dropped further to 44 mg/dl. She drank two juices in response, but subsequently lost consciousness in the hotel room. Her husband called 911. When emergency medical services (ems) arrived, they measured bg, which displayed ¿low¿. She was unaware of her cgm value at the time. Ems administered intravenous (IV) glucose and transported her to the hospital. Approximately 30 minutes later, she regained consciousness. Her bg subsequently increased to 140 mg/dl and later 157 mg/dl. She was able to eat a sandwich and graham crackers. She remained in the emergency department for 4¿5 hours and, upon discharge, reported feeling weak, tired, and drained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, on 02/13/2026, additional information has been provided.

Manufacturer narrative:
H2: additional information. H6 codes: additional information.